Manufacturer narrative:
Initial reporter facility name, initial reporter address, initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the peritoneal dialysis (pd) transfer set. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed and a separation between the female connector and main body was observed. Functional testing including leak, clear passage and clamp function testing were performed an no issues were observed. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the insert chip during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.